Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. Analysis of the device revealed that the proximal contact and the delivery wire were kinked likely due to handling damage. In addition, the main coil was noted to be tangled, stretched and broken. In addition, the suture was found broken. Functional testing was not performed due to the damage noted to the returned device. It is probable that procedural factors encountered during the procedure contributed to the reported event. An assignable cause of operational context will be assigned to the reported and analyzed damages as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with directions for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
Analysis of the returned device indicated that the main coil was broken. There was no patient involvement due to the event.